Manufacturer narrative:
It was noted that the pump was received with a cracked and bleeding lcd glass, a cracked reservoir tube lip, and no broken display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken display window on the insulin pump.